Event description:
It was reported that the pt experienced increasing right arm pain. Physical exam revealed normal tone, relaxes 2+ and symmetrical at the biceps, triceps, and brachial radialis. There was no sensory deficit noted. The pt underwent a magnetic resonance image (MRI) (2006) which revealed a rounded extramedullary intradural defect at the c7-t11 level consistent with the catheter tip location, and probable fibroma at the tip of the catheter. The defect measured approx 7mm in cephalcaudad dimension with ap diameter of nearly 7mm. Transverse diameter was approx 5mm. A CT scan performed 2004 revealed a transverse diameter approx 2.4 mm and ap diameter was 3.5 mm. The pt underwent surgery. The distal catheter and the granuloma were removed. The pt recovered without sequela. The pump and remaining catheter were removed approx a year later at the pt's request. At the time the granuloma was diagnosed the pt's pump contained morphine 48 mg/ml and the pt was maintained on a stable dose of 12 mg/day in a complex delivery mode.

Manufacturer narrative:
.